Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Reportedly the alarm ultimately cleared, the pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.